Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device shutting off which was reproduced. Evaluation observed whenever the ok key was pressed unit would turn off. The device shutting off was verified through a review of the event history log and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was shutting down. There was no patient involvement. No additional information is available.